Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Problem reported: it was reported by the doctor that the device array is moving between 4-5mm. They checked the array and it was seated correctly in the rasi. When was the issue observed? During surgery. What step were they on when this issue occurred? Unknown. What steps did the caller or user perform after encountering this issue? Checked to confirm proper insertion into the rasi. Troubleshooting: checked to confirm proper insertion into the rasi. Patient involvement? Yes. Were there reports of injuries, medical intervention or prolonged hospitalization? No. Are patient treatments delayed or cancelled? No. Next day of surgery: unknown, no set schedule at this time. All information has been disclosed. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation did not confirm the complaint. As per (B)(4), fse was not able to replicate the reported issue. Testing performed per (B)(4), all testing passed. System is ready for use. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.